Manufacturer narrative:
(B)(4).

Event description:
The customer reported that prior to use, a crack was observed on the 15mm connector. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the flange connector has molding mark. Information has been added to the database and trends will continue to be monitored.